Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturer records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
A patient underwent a transcarotid arterial revascularization procedure. The physician used the "stop short" technique when introducing the arterial sheath due to the calcium in the carotid bifurcation. Upon introduction of the guidewire, a dissection occurred. The decision was made to convert the procedure to a carotid endarterectomy, during which time the dissection was surgically repaired. There were no complications and the patient was stable at the end of the procedure.